Manufacturer narrative:
Section d4, h4: additional information incidental findings: during evaluation of the returned portion of driveline from (B)(4) incidental findings of distal end bend relief separation from the controller connector as well as superficial damage to the outer silicone jacket were observed. Manufacturer's investigation conclusion: evaluation of the returned distal portion of the driveline from heartmate ii lvas, serial number (B)(4), confirmed damage to the insulation of the green wire that would have contributed to the low speed operation captured within the submitted log files. Evaluation of the returned portion of driveline also observed separation of the distal end bend relief from the controller connector, as well as superficial damage to the outer silicone jacket. Additionally, evaluation of the submitted log file confirmed low flow alarms while the patient was operating above the low speed limit; however, a direct cause for the events could not be conclusively determined through this evaluation. Log file evaluation showed the pump operating above the low speed limit until (B)(6)2019 at 6:29:05 am when the log file recorded low speed operation down to 6400 rpm. The pump regained speed on its own and operated above the low speed limit until 7:45:45 am when the log file recorded further low speed operation. The pump regained speed following these events and remained above the low speed limit for the remaining duration of the log file. The patient was operating on their mobile power unit for all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the log files could be indicative of a potential driveline issue. Additionally, the log file recorded low flow alarms on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 when the patient¿s calculated flow dropped below the low flow threshold of 2.5 lpm while the pump was operating above the low speed limit. The cause of the low flow alarms could not be conclusively determined through this evaluation. The patient underwent a driveline replacement on (B)(6) 2019. The driveline was returned with rescue tape from around the controller connector to approximately 1 inch from the controller connector, and an additional portion of rescue tape from approximately 2 inches to 4 inches from the controller connector. Upon removal of the rescue tape the driveline was noted to have the bend relief separated from the controller connector, as well as additional damage to the jacket approximately 2.5 inches from the controller connector. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown at the controller connector, and from approximately 2.5 inches to 4 inches from the controller connector. The layers were carefully removed, and microscopic examination of the underlying wires revealed a breach in the insulation of the green wire at the controller connector. The remaining wires, as well as the remaining portion of the green wire, were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed damaged to the insulation of the green wire appeared to be the result of repetitive flexing in the areas of damage. If the exposed conductor of the green wire made contact with the metal braided shield while the patient was operating on their mobile power unit, a short to shield could have resulted, causing the low speed operation and pump stoppage observed within the submitted log file. The heartmate ii lvas IFU rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had images revealing a stressed area at the distal end bend relief. During log file analysis, speed drops below the low speed limit were observed on (B)(6) 2019 while the device was connected to the mobile power unit. This was caused by a percutaneous lead short to shield. Technical services arrived on site for an external percutaneous lead repair on (B)(6) 2019. The percutaneous lead replacement was performed approximately four inches from exit site. No issues were noted after the patient was back on the grounded patient cable. No additional information was reported.